Event description:
The pt's mother reported that the pump felt warm and the battery life lasted only 1-2 weeks. The reporter checked the battery cap and it was secure and there was no moisture/corrosion in the battery compartment. According to the alarm history, the pump had a low battery message on (B)(6) 2010 and (B)(6) 2010 and a replace battery message on (B)(6) 2010. There was no reported pt impact with the alleged issue. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.